Event description:
In 2007, at approximately 23:30 pm when an anesthesiologist opened a continuous epidural catheter tray and prepared to insert the catheter, he noticed a condensate in the barrel of the 20 cc syringe. He did not know what the substance was and therefore, would not use the tray. He opened several other trays with different lot numbers and discovered a similar condensate in the barrel of those syringes. Therefore, he was unable to provide epidural anesthesia to a pt in labor. The b. Braun representative was notified and the trays in question were removed from service. B. Braun epidural trays were subsequently obtained from several area hospitals and the same condensate was observed. Until we are assured that the condensate is not harmful to patients, the b. Braun trays are not being used. B. Braun has reported that the syringes are manufactured in germany. The co is analyzing the manufacturing process to determine the cause of the condensate.